Event description:
The dysplasia cup and screws were originally implanted on (B)(6) 2002, and the femoral head involved in this event was implanted on (B)(6) 2007.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels, metal sensitivity and alval. The dysplasia cup and screws were implanted at unknown date around 2002. The modular head was implanted (B)(6) 2007.

Manufacturer narrative:
A prior revision of the same patient's left femoral head only was performed (B)(6) 2007 and was reported via MDR 3005477969-2012-00352.

Manufacturer narrative:
Implant date: the dysplasia cup and screws were originally implanted on (B)(6) 2002, and the femoral head involved in this event was implanted on (B)(6) 2007. The patient involved in this incident has also reported an MDR to FDA under (B)(4).

Event description:
The surgeon does not fault the devices.